Manufacturer narrative:
The device involved in this complaint is an echo-19 device of lot# c1208625 was unavailable for return or evaluation, therefore a document based investigation was carried out. The customer complaint is considered confirmed based on customer testimony. A possible cause for the damage/perforation to the distal sheath tip may be attributed to product handling before or during its introduction into the endoscope. As the device was not returned for evaluation and conditions of device usage cannot be replicated in the laboratory it is not possible to conclusively determine the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 devices of lot number c1208625 did not reveal any discrepancies which could have contributed to this complaint issue. The instructions for use, ifu0101-0, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The needle punctured through the sheath approximately 0.5 cm back from the distal end of the sheath. This was determined by looking at a photo from the patient's chart. That photo is not available.